Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that leader and sleeve are cut 3.5 cm from the blue dilator. The sleeve is cut half way through the width of the sleeve. The sleeve is torn/stretched at the distal end. Blood residue was observed on the sleeve. The leader is cut and the rest is missing where the complaint alleges that the implant was ¿welded to the protection pouch." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pfr kit uphold lite vaginal support system on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty placing the mesh because there was a welding of the mesh with the plastic sleeve. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.